Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose. The customer blood glucose level was in the range of 400 mg/dl and other blood glucose was 309 mg/dl. Treated with bolus on insulin pump. Auto mode is active. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.